Manufacturer narrative:
(B)(4). No related complaint was received with return of the device. Failure event observed during analysis. Analysis found an insulation abrasion exposing the outer coil at 5.5 cm to 5.7 cm and at 15.7 cm to 15.9 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.